Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) level was 60 mg/dl and sugar water was consumed to address the bg level. The customer did not know the cause of the low bg. A pump system check was performed and no device issues were identified. Tandem technical support advised the customer to discuss the low bg event with a healthcare provider. The customer had no further questions.